Event description:
Customer used device to check their glucose at 6:00 and obtained a result of 116mg/dl. Dosed 13 units of insulin. Became unresponsive while eating. Paramedics were called and received a reading of 34 mg/dl on their instrument. Patient was given a glucose injection and put on an IV. They were transported and observed at the hosp. They ate a sandwhich and were able to go home. Replacing device. Requested return of suspect device for evaluation.